Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a da vinci lobectomy surgical procedure, a plastic smell was observed. There was smoking and arcing at the elbow end of the maryland bipolar forceps instrument. The insulation at the end of the carbon tube had been smoldering and sparking, so it was removed and sequestered. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's yaw pulley exhibited charring and localized melting near the conductor wire exit. Material was missing. The instrument passed the electrical continuity test. The conductor wire was intact and undamaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the charring and localized melting with material missing found during failure analysis if to recur could cause or contribute to an adverse event.